Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). Subsequently this device delivered one shock. Additionally, there were questions on how to program the parameters of the anti-tachycardia pacing (atp). Boston scientific technical services (ts) provided information on how to set the parameters. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.